Event description:
It was reported that during a ptca procedure, the balloon ruptured. No pt injuries or complications occurred.

Event description:
It was further reported that during the ptca/stenting treatment procedure involving a calcified and 85% stenotic lesion in the middle portion of the lad coronary artery, the maverick monorail balloon was suspected to have ruptured at 12 atm's on the second inflation. (The number of atm's reached on the initial inflation is unk.) It is noted that the maverick monorail balloon was passed through the cell of a previously placed stent in order to reach the lesion requiring treatment. The balloon catheter was apparently being used to post-dilate an express 2.5/20 stent. The pt experienced unspecified symptoms of discomfort during this event. The catheter was removed and the procedure was terminated. The pt was then transferred to an observational unit. A 7f introducer sheath (unkknown type), a choice pt 182 cm/j guidewire, a 6f jl 4 guide catheter (unknown type) and an acs inflation device were also used in this procedure. Pt status is reported as 'good'.